Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k982541. Investigation summary: bd received 4 samples for investigation. The 4 customer samples were subjected to visual inspection for hub/collar separation. The samples were already attached to holders when received and the hub was separated from the collar of each device. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub collar separation. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, 6 devices were found to have the hub separated from the collar. There was no health impact or consequences reported.